Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a video-assisted thoracoscopic surgery, immediately after firing, the surgeon left the visual field of the sectioned bronchus and retired some ganglions. When the surgeon was back to the field of the bronchus, the staple line have become opened. This led to the conversion to an open surgery, extending surgical time by 60 minutes, and requiring suturing as a replacement for the staple line. The patient needed extended hospitalization and was admitted to the intensive care unit.

Manufacturer narrative:
Additional information:g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but photos were available for evaluation. Visual inspection noted that the two of the photos showed the staple line in the patient. One staple was visible and appeared to be properly formed in the tissue. Three of the photos showed the used reload. The reload was fully fired. At the proximal end of the jaws, fully formed staples were present in the cartridge. The middle section of the cartridge had flush pushers, where as the pushers on the distal end were fully proud. It was reported that during a video-assisted thoracoscopic surgery, the staple line opened. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.